Manufacturer narrative:
Clarification to b3 date of event: patient "started to feel pain ... 5 years ago".

Event description:
Patient further reported "ripples". Device discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported ¿had problems with prostheses and suffered a lot of pain for years¿. Healthcare professional later reported "capsular contracture baker grade IV, deformity of the breast architecture, with no unknown cause" via ultrasound. Healthcare professional later reported "capsular contracture grade iii and IV". This record is for the right side. Device was explanted and replaced.